Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient is able to charge now((B)(6) 2021). Additional information was received on 2021-nov-08. It was reported that the patient is still having issues with recharging. The manufacturer representative (rep) said she used her own equipment and it allowed the patient to recharge with excellent quality, passive recharge numbers showed 74 with patient equipment and 95 with rep's equipment. A replacement recharger and controller were sent to the patient.

Event description:
A manufacturer representative (rep) repeated information already reported and noted that the situation was resolved now.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Caller reports that pt had revision last thursday oct 14 because pt's ins had gotten too deep and tilted in pocket and pt had been unable to charge. Pt had also had a fall that may have caused changes at pocket which occurred over a month ago but caller doesn't know exactly when fall occurred. Caller noted that intraop they took ins out of pocket and tried charging it by putting it on top of sterile towels, etc and caller noted that the recharge quality went between excellent recharge quality and charging needs attention. There was also some metal immediately in the area so caller unsure what role this played in charging quality. Immediately post op, they were able to get sustained good coupling and they charged the ins to 50% as ins was depleted going into pocket revision. Caller did note that pt had a lot of swelling immediately post-op. Since pocket revision on oct 14 and pt working with recharging on their own, pt continues to have trouble charging. Caller has worked with pt over phone and passive charging shows 70. Tss noted that this was a lower number and could reflect the pt's difficulty with charging. Caller doesn't know if pt still has swelling at pocket site or not. Caller is going to try to meet with pt in next day or two to check c harging experience with a different rtm to see if it could be an rtm issue. Otherwise, pt has a follow up appt on mon, oct 25.